Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Verification of the event details via logs could not be performed because there was insufficient event date and product information. The probable root cause could not be determined based on the provided information. Blank MDR fields: the missing patient/event/device information in sections a, b, and d was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during an unspecified da vinci-assisted gastrectomy procedure, after unclamping the sureform 60 stapler instrument, tissue was stuck within the white 60 reload accessory, resulting in a severe tissue injury. Bleeding occurred, although the amount was unknown. The damaged tissue required excision, leading to a tighter-than-desired gastric pouch. The failed staple line was then manually oversewn with sutures. The procedure was completed robotically, and there were no post-operative complications. Additional details regarding the incident could not be recalled by the surgeon.